Event description:
The customer was hospitalized for high blood glucose levels. The customer stated she was vomiting and experiencing high blood glucose levels prior to being hospitalized. Troubleshooting was not performed as the customer did not have any supplies at the time of call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.